Event description:
In 2008, the patient reported receiving an e6 (mechanical) error on her infusion device. The patient was advised to insert a new battery into the infusion device and she was able to clear the error. She was then instructed to perform the change cartridge procedure and the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and a full cartridge of insulin was spilled into the cartridge compartment. She was not able to remove the plunger from the infusion device. Upon follow up, the patient reported that she was able to remove the stuck plunger and she inserted a new insulin cartridge into the infusion device. She was assisted in priming the infusion set and placing the device in the run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.